Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The lesion being treated was located in the mildly calcified, mildly tortuous proximal posterolateral artery (pla). The physician experienced resistance while attempting to pass the previously placed stents with the 2.75x12mm taxus express2 drug eluting stent. The stent caught on the proximal previously placed stents in the ostial right coronary artery (rca). When the physician pulled the stent back into the sheath, he noticed the stent was not there. The stent was located at the end of the guide catheter. The physician inflated a 1.5mm maverick balloon inside the stent in order to control it. The physician was able to lead the stent back to the groin of the right leg, where he thought he could use a snare to remove it from the pt, but was unsuccessful. The stent remains in the body. Pt status reported as "fine".